Manufacturer narrative:
G4: 24sep2020; b4: 25sep2020. The customer replaced the o2 solenoid valve and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jun2020.

Event description:
The customer reported the high pressure leak test failed. There was no patient involvement. The manufacturer's field service engineer provided remote support and advised the customer to replace the oxygen solenoid valve.